Event description:
It was reported that the patient was unable to turn his stimulator on. A power on reset (por) was noted. The patient stated his stimulator was empty and that he did recharge. The patient was advised to fully charge. The early replacement indicator (eri) was noted. It was further reported that the patients device was in overdischarge (od). The patient did not keep the unit charged. The stimulator had reached end of life and was unable to turn it on. The patient did not use or recharge the device, so the patient may not do anything about the stimulator. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).